Manufacturer narrative:
To date, information suggests that this ICD remains actively in service. As new information becomes available, this report will be further evaluated and updated. Most recently, this device was removed from service but has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, displayed a monitoring voltage of 2.56 volts, with 19.2 second charge time measurement upon manual capacitor reformation. The device had not yet reached elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. There were no reported adverse patient effects associated with this clinical observation.